Event description:
Rptr had mastectomy. Implanted with silicone implants (1977-78). Implants ruptured 1981. Explanted 1992. Rptr complains of severe medical problems. Diagnosed with autoimmune joint-connective problems. Osteoporosis. Numerous other health problems since 1981.